Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, no outer abnormalities were observed. The catheter was placed into the x-ray to look for any possible causes that could have contributed to deployment issues. Nothing out of the ordinary was noted on x-ray analysis. A test guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was noted to be functional. However, it was observed that the spline cage would not fully un-deploy when moving the slider switch back. Dissection of the catheter was performed to look for any abnormalities that could have contributed to deployment issues. Dissection revealed some kinking of the flush lumen and an excess of flush lumen. However, these observations seen on dissection would not likely have caused the reported inability to fully un-deploy the spline cage.

Event description:
It was reported that the catheter would not undeploy. During preparation for a pulmonary vein isolation (pvi) to treat persistent atrial fibrillation (off-label use), a farawave catheter was selected for use. The surgical tech exercised the catheter and noted that the device would not return to a neutral position. The catheter was deployed to basket, flower and then neutral, ensuring the slider was completely forward, however, the array would bounce back open. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.

Event description:
It was reported that the catheter would not undeploy. During preparation for a pulmonary vein isolation (pvi) to treat persistent atrial fibrillation (off-label use), a farawave catheter was selected for use. The surgical tech exercised the catheter and noted that the device would not return to a neutral position. The catheter was deployed to basket, flower and then neutral, ensuring the slider was completely forward, however, the array would bounce back open. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.